Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of solution sets leaked. The event was further described as leaking from the "angio" cap and the end of the tubing. It was further stated there was no physical damage to the sets or threading and the tubing was reported to be properly tightened. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred in 2021 reported as "in the last month." Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.